Event description:
It was reported that during a trial lead removal the right lead was difficult to remove, and the lead broke leaving 7 electrodes 'lodged inside the patient.' The patient experienced discomfort and tenderness around the site. The patient had x-rays, and the next day the patient had surgery to remove the lead and 7 electrodes. The fragment was removed successfully, and the patient was recovering well. The patient had point tenderness due to the 'minor surgery' required. Symptoms related to the event included drainage/incisional wound opening and pain at the lead location.

Manufacturer narrative:
Product ID 3875-45, lot# va00xlj, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type trial lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found no significant anomaly. The distal end conductor was broken due to overstress/damage.